Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02333. This report is being submitted as additional information. Approximate age of device - 8 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Hemolysis markers showed lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were stable. Urinary analysis showed cloudy and large number of urine hemoglobin. Red blood cell (rbc) count was greater than 100 and echo performed showed closed valve. The patient was placed on heparin gtt (weight-based protocol) for two days. No changes were made to the patient¿s anticoagulation regimen since they were already at their goal inr of 2.5 ¿ 3.5 and on aspirin. The center reported that they planned to closely monitor the patient with labs. Platelet mapping was to be completed and reviewed at an upcoming visit during the week of (B)(6) 2017. No further information was provided. Although the reported power elevations were confirmed via the submitted log file, the cause could not be conclusively determined. The submitted log file showed several instances of elevated power. Each of these instances occurred during a pi event. There were also several no external power events. During the no external power events, the pump behaved as expected, maintaining the set speed while operating on the backup battery. It was reported that these events were caused by power outages during hurricane irma. The log file appeared to show the system functioning as intended. The patient remains ongoing on the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had dark colored urine and the pump power was elevated. The lactate dehydrogenase, plasma free hemoglobin and echocardiogram were unremarkable. The urinalysis was positive for gross hematuria. The patient was admitted and was on heparin drip for two days. There were no changes on the patient¿s oral anticoagulation since the inr was at goal (2.5-3.5). The log files were unremarkable.